Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and appears to be supplier related. One 4 fr groshong catheter kit was returned in its open condition. The kit included the 4 fr groshong catheter, connector, and kit accessories. The proximal connector was flushed with water using a 12 ml syringe and was found to be fully occluded. Inspection of the components revealed the occlusion to be located within the red hub. Microscopic observation of the distal end of the red hub revealed a red material to be occluding the flow path within the hub. The distal stem was bisected in order to inspect the inner surface. The characteristics of the occluding material resembled the hub material. Since the occlusion source appears to have occurred during manufacture of the component, the complaint is confirmed. Bd is working closely with the supplier to prevent reoccurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the connector was occluded internally, unable for connection. It was unable to be flushed with a syringe, nor aspiration be done.

Event description:
It was reported that the connector was occluded internally, unable for connection. It was unable to be flushed with a syringe, nor aspiration be done.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1392 showed no other similar product complaint(s) from this lot number.